Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pins could not be inserted through the right cut guide to fixate guide to humerus.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed pin hole damage restricting mating of a fixation pin. Visual examination of the obstructed pin hole revealed a burred condition. The diameter of the adjacent hole met functional specifications upon inspection using retained pin. The cutting guide appearance indicates moderate to heavy usage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.